Manufacturer narrative:
An investigation has not yet been completed for this event at this time. A supplemental will be submitted once the investigation is complete. This report is being filed due to the report of trauma to the surgical area.

Event description:
It was reported that during a procedure the trocar broke into multiple pieces inside of the patient. The surgeon reported there was trauma to the surgical area during removal of the pieces, but not any damage to the tissue. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to (B)(4) for an evaluation. The device revealed evidence of clinical use including the presence of biological material. The cannula sleeve was observed to be broken in pieces substantiating the reported issue. The device was identified as a polyester material. As the damage occurred during withdrawal and was at the distal end of the cannula, the most likely cause of the damage is excessive lateral force during withdrawal. It is also possible the cannula had a crack as a result of shipping damage or instrument insertion technique which was not noticed during the procedure and resulted in a weaker material integrity of the cannula. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from (B)(4).

Event description:
It was reported that during a procedure the trocar broke into multiple pieces inside of the patient. The surgeon reported there was trauma to the surgical area during removal of the pieces, but not any damage to the tissue. The procedure was completed successfully.